Event description:
It was reported that the curved bipolar forceps instrument did energy sparks and a current arc during a da vinci lung biopsy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The site was contacted to request additional information regarding the reported complaint. It was indicated that no burning or whitening of the tissue was observed. No tissue was in the instrument and it looked like the instrument arced between the jaws of the instrument. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the distal yaw pulley of instrument exhibited localized melting and char marks indicating unintended arcing possibly occurred. Material was missing. The interior of the yaw pulley assembly was visibly exposed due to the loss of material. The grips still opened and closed, but the movement and functionality may not be as precise. Failure analysis also observed a dislodged conductor wire. A segment of the conductor wire has become dislodged from the conductor exposed on the outside of the damaged yaw pulley. The wire insulation was undamaged and the instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing material found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.